Event description:
A medtronic ent representative reported the site's fusion system would intermittently go black. She reported that the system will be turned on and functioning and that on occasion after being placed off to the side of the room she noticed that the monitor was black when coming back to the system. The only way she was able to get the monitor functioning again was by turning off the system and then powering it back on. This event did not occur during surgery, and no pt was present.

Manufacturer narrative:
No pt was present at the time of the event. A medtronic rep went to the site of the reported event and found that the issue was due to loose monitor connections inside the system. The rep tightened the cabling and the system was fully functional.